Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service technician was dispatched to the facility and found an error code associated to the stirrer motor and two error codes associated to the patient pumps. The distribution board was found to be burnt and was replaced as well as both patient pumps. The issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event were defective pumps requesting too much power to the distribution board which consequently burned. It cannot be ruled out that a mechanical defect on the pumps bearing led to the reported issues. Possible causes leading to the corrosion are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes on the patient side during procedure. There was no report of patient injury.